Event description:
A hosp in (B)(6) reported that an iw932 cosycot infant warmer was difficult to steer. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the biomedical engineer at the hosp evaluated the complaint warmer and provided info and photographs of the damaged warmer foot component. Results: the biomedical engineer at the hosp reported that the bush on the wheel assembly was damaged. A photograph of the foot base axle and bush confirmed the reported damage. A lot check revealed no other complaints of this nature for lot number 071008. Conclusion: the root cause of the steering problem is a damaged bush. Based on the photographs provided by the customer, it appears that the bush was damaged during the assembly of two of the foot components when the hospital upgraded to the plastic base to a metal base and that the damage became apparent after use of the warmer. This is the only complaint of this nature that we have received for a metal cosycot infant warmer base.